Event description:
Pulmonary artery catheter balloon rupture reported. A pt had a pulmonary artery catheter inserted for monitoring during surgery. On testing prior to insertion, the balloon was noted to be intact, but "didn't look right", as it wasn't round and one side didn't come all the way out when it was inflated. It was inserted into the pt and when in position to float, they attempted to inflate the balloon, but were unable to advance the catheter. The catheter was removed and replaced. The removed catheter balloon was noted to be ruptured; all of the balloon was present. No pt harm reported.